Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of optium xceed meter is 5 years. As the manufacturing date of this product is 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned meter and no issue were observed. Meter powered on with button depression and test strip insertion. Meter powered on and turned off after powering on. Returned meter power off after turning on with strip insertion. Unknown power issue was observed. The reader was de-cased and visual inspection on pcba(printed circuit board assembly) was performed. Observed liquid contamination. Issue is not confirmed to use. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the xceed optium meter were reviewed and the dhrs showed the xceed optium meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted